Event description:
An initial event notification was received by sequel med tech, llc, on 23-mar-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that on (B)(6) 2026, they experienced a hyperglycemic event with a continuous glucose monitor (cgm) reading of "high" (>400 mg/dl). The user denied changes in diet, stress, or medications but reported symptoms of polyuria, fatigue, and body aches. Despite a corrective insulin injection, glucose levels remained "high." A ketone test yielded a 4/5 severity result, and the user presented to the emergency room (ER). Treatment included intravenous fluids and lactated ringers. The user remained on pump therapy after a cassette change and was discharged the same night. No pump alarms were reported. On (B)(6) 2026, the user experienced unresolved line blocked alarms followed by a pump error alarm, necessitating device replacement and a return to insulin injections. The user reported suspecting that this pump issue contributed to the hyperglycemic event experienced on (B)(6) 2026.

Manufacturer narrative:
Based on the information available for assessment, a specific root cause for the reported event and a relationship between the twist automated insulin delivery (aid) system and the user's reported symptoms cannot be determined. The investigation remains ongoing and a supplemental report will be filed once results are available. The current version of the twist aid system user guide provides information about potential causes of hyperglycemia. This user guide also provides information about system alarms and the recommended actions associated with them. Users are also instructed to always have a backup insulin therapy plan ready.